Event description:
It was reported that suture placement was attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 9f and the vessel was 8cm, bulging and mildly calcified. Reportedly, blood marking could not be obtained due to improper device positioning. The device was advanced down with force, applying pressure to the vessel and the device. However, marking still was not obtained. Despite not achieving marking, the needles were deployed and the sutures were placed. Then the physician changed the 9f sheath to replace the floppy guide wire with a stiffer guide wire which is needed for the 18f sheath and to start the index procedure. At that moment, the femoral artery was bleeding strongly and only by placing the 18f sheath the bleeding stopped. The tavi procedure was performed. At the end of the procedure the physician tightened the sutures, but bleeding was still present. A vascular surgeon was called and the puncture site was closed by femoral bypass. The patient was reported in good condition after completion of the procedure. Closure of the puncture site was prolonged for approximately 1 hour due to the issue with the prostar xl device. The physician is reported to be in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - excessive force and failure to follow steps/instructions. Per the device instructions for use, if a continuous marking is not achieved, flush the marker lumen and then continue to gently advance the prostar xl device. If continuous marking is still not achieved, remove the device and follow conventional compression protocol, or replace the prostar xl device with an appropriately sized introducer sheath. Do not deploy the needles until a continuous drip of blood is evident from the dedicated marker lumen. Excessive force used to advance or torque the prostar xl device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device was discarded at the facility. Therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported failure to achieve blood marking during device placement and associated patient affects could not be determined; however, user technique and the reported mild common femoral artery calcification may have been contributing factors. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided and the device was not returned for analysis. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.